Event description:
The following is based off a review of the pt's medical records provided to davol by the pt's attorney: 2003 - the pt had a ventra herniorrhaphy with composix kugel hernia mesh done for a hernia related to a cholecystectomy incision. On (B)(6) 2005 - the pt was brought to the operating room for recurrent ventral herniorrhaphy with implantation of a second composix kugel hernia patch and explant of the previously placed composix kugel hernia patch. During this procedure, a previously placed composix kugel hernia patch was found and noted to have "the inferior edge obviously separated from the fascia resulting in the recurrence." This patch was explanted. The attorney's report alleges permanent injury, pain, additional surgery, defective mesh, explant.

Manufacturer narrative:
Currently, it is unk whether the device may have caused or contributed to the reported event. The info provided indicated that the pt was treated for recurrence, which is a known possible adverse reaction listed in the IFU. Without a lot number a review of the mfg records could not be conducted. Additionally, no product was returned for eval. With the current available info, no conclusion can be drawn. If additional event and/or eval info is obtained, a f/u MDR will be submitted.